Manufacturer narrative:
(B)(4). Batch # p58u8z. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Upon evaluation, the device was noted to be nonfunctional. In order to verify the condition of the internal components, the device was disassembled. Upon removal of the shrouds, one switch was making intermittent contact preventing the device from firing. No further functional testing was performed due to the condition of the device. No conclusion could be reached as to what may have caused the switch malfunction. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when closing the stapler the blade does not advance. They change the battery and neither does. Finally they open the manual safety cover to open it. There were no patient consequence reported.